Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014 the patient presented with an increased lactate dehydrogenase (ldh) level of 891 iu/l, was treated with heparin and was discharged on an unspecified date. On (B)(6) 2014, the patient was readmitted to the hospital with epistaxis, elevated liver enzymes, hemoglobin of 7.5mg/dl and an ldh of 5028 iu/l which later peaked at 9396 iu/l. Inr upon admission was 2.8. The patient was again treated with heparin. The patient was transferred to the implanting center and on (B)(6) 2014 underwent a subcostal pump exchange. It was reported that a clot was noted on the rotor. The patient is stable post-exchange with normal pump parameters. It was incidentally reported that the patient had experienced a recent cerebrovascular accident within the last 6 months, and that the patient had been on antibiotic suppression medications for chronic driveline infection. No additional information was provided.